Event description:
Invalid result (s). User reported that their cassette didn't produce a result. The user appeared to perform the test procedure correctly. They didn't keep track of the kit and it got mixed up with other kits. It could have been lot cov2020177 or cov2020167.

Manufacturer narrative:
Batch records for final product manufacturing and qc records for cov2020177 and cov2020167 were reviewed and no abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov2020177 and cov2020167 met the qc criteria. The complaint issue was not found with the retained cassettes. The root cause is undetermined. Similar issues will be tracked and trended.